Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured due to severe calcification. The device was pulled out and there was no fragment left inside patient body. The procedure was completed with a different device. No patient injury reported.

Manufacturer narrative:
Initial reporter facility name - (B)(6) medical center.